Event description:
(B)(4) received a call on (B)(6) 2014 reporting a medical attention that occurred on (B)(6) 2014. Patient's husband stated that patient was sleeping too much and when he tried to wake her she was not acting right. Paramedics were called due to patient experiencing these symptoms. Patient's husband proceeded to test her with the prodigy meter and in response to the results from the prodigy meter administered insulin based on a sliding scale provided by patient's doctor. Patient's husband does not remember exactly the reading on the prodigy meter at the time of the event but thinks it may have been around 130mg/dl. In route to ER paramedics tested patient's blood glucose and obtained a result of 41mg/dl. Paramedics gave patient glucose intravenously on the way to ER. No other information was provided. The suspect device was returned to the manufacturer by (B)(4) on 06/27/2014. Meter was tested by ok biotech and their results were: full function test: ok. Results: meter is ok.

Manufacturer narrative:
(B)(4)

Event description:
This is a supplemental report to initial report 3008789114-2016-00018 to submit additional investigation results from the manufacturer for the suspect device. (B)(4)